Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator was inoperable. The failure happened when the device was not used on a patient. The evaluation and repair of the device has not been completed.